Manufacturer narrative:
Although a coloplast product was cited, in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced severe and permanent injuries and continues to require medical treatment.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast mesh/sling product. Later the patient experienced severe and permanent injuries and continues to require medical treatment. According to the report, the mesh was explanted.